Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 months of support, the patient expired at home. Cause of death was unknown. According to the information received, an autopsy was not performed and the patient was cremated.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an evaluation of the pump as the device was not explanted. The patient¿s system controller that was in use at the time of the event was returned to the manufacturer for analysis and was found to function as intended when functionally tested using the equipment in our laboratory. A review of the log file downloaded from the returned system controller revealed approximately 10 days and 8 hours of data during which time no notable changes in pump parameters were captured and the system appeared to have operated as intended. Based on the information available to the manufacturer, a direct correlation between the device and the reported event could not conclusively be determined. A review of the device history records for the pump and the returned system controller showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.